Event description:
It was reported that the insulation on the nim needle peeled back during the surgery. There were no patient complications reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed the peeling. It showed that blue coating peeled back consistent with finding of prior exams that led to product redesign.